Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product had a water leak during testing. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
One device was returned for evaluation. Service history review found that there is no repair history in the past. It is not a problem related to previous ICU medical repairs. Physical condition of the device found no abnormality related to the reported event it was confirmed that circulating water was leaking from the drain valve. It also leaks from the internal return tube and float switch, confirming the primary problem. Replacement of drain valve, return tube, float sw were performed to address the primary problem. Device passed the functional test and performance test based on the procedure manual.